Manufacturer narrative:
Add'l info will be provided following the conclusion of the MFR's investigation.

Event description:
The teamcare unit was being used to monitor a mother/child in an ante-natal environment. The heart-frequency (heart rate) displayed on the monitor was described as shaped like a sinus-curve, which immediately alarmed the doctors. As the unit showed the movements of the child, which were sometimes very strong, the doctors assumed that the child at least was in good health. However, at a time later, the doctors then discovered that the child was actually stillborn.